Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the patient called to report "I went to get up and I felt not a jolt, but like needles or pricks, is that the ICD working or the pacer or did my heart go a little nuts?" It was noted the patient received inappropriate shocks due to noise. There was oversensing on both right atrial (ra) and right ventricular (rv) leads. The source of noise could not be determined during evasive evaluation and it could not be confirmed if the issue was lead related or device header related. The patient¿s system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 6935m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.